Manufacturer narrative:
Additional information: the associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Products were sterilized according to sterilization release documentation from quality control. No relevant clinical information has been provided to conduct a thorough analysis of the reported issue, thus no medical investigation is warranted at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported revision surgery was performed due to implant loosening and infection.